Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that approximately three days post a catheter placement, resistance was felt during the infusion and the blood sampling, and the plunger of the syringe could not be pushed in. There was no reported patient injury. No other information provided.

Event description:
It was reported that approximately three days post a catheter placement, resistance was felt during the infusion and the blood sampling, and the plunger of the syringe could not be pushed in. There was no reported patient injury. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty flushing the catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr dual lumen groshong catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luer adapters. Microscopic inspection of the proximal valve revealed blood residue, which appeared to be occluding the lumen. Inspection of the distal valve revealed white crystalline residue, which appeared to be occluding the lumen. Attempts to infuse water through both lumens using a 12ml syringe revealed the distal-valved lumen to be partially occluded, but patent to infusion. The proximal-valved lumen was fully occluded. The catheter occlusions appeared consistent with a combination of blood product residues and infusate precipitates. Such occlusions may occur if catheter maintenance is not performed properly. H3 other text: evaluation findings are in section h11.